Manufacturer narrative:
Investigation summary: ten sealed samples belonging to lot number 1807246 were received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1807246 that could have contributed to the reported incident. Investigation conclusion: visual inspection of the returned samples did not reveal any damages or molding defects and the stoppers were all observed correctly assembled. Leakage testing was performed on the returned samples and all samples performed according to procedure. Root cause description: based on the investigation results, a manufacturing related defect could not be identified, therefore, a definitive cause could not be determined. Rationale: complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ syringe leaked fluid into the plunger. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe leaked fluid into the plunger. There was no report of exposure, injury, or medical intervention.